Event description:
It was reported that the vns patient passed away. It was reported that the patient was given CPR by the ems and was on life support for a short while. It was reported that the patient was not believed to have suffered a seizure prior to death. Further follow-up revealed that the cause of death was sudep. The vns is not believed to be related to the death. The patient experienced a reduction in seizures with vns therapy. No autopsy was performed. The death was witness and reported to be the patient was lying on back and died suddenly. Attempts to obtain additional relevant information have been unsuccessful to date.